Event description:
This incident was reported to the manufacturer by the patient and limited information has been made available. The patient reported experiencing pain in both eyes and a lens that developed a film on it. The patient alleges she sought medical attention and was diagnosed with a corneal ulcer in one eye (unspecified) and was unsure if it was related to lens wear. The manufacturer made contact with the eye care provider contact information provided by the patient who stated the patient had not been examined in their office. No other physician or treating location information has been provided. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged corneal ulcer diagnosis with unknown nature or severity of the incident, lack of supporting medical information and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate. As the impacted eye is unspecified and patient was using a different device in each eye, please refer to linked manufacturer report (B)(6) 2640128-2023-00010 for associated incident report.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. Investigation of the provided lot number found no issues or non-conformances and no trends were identified. No root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available, a follow-up report will be submitted as appropriated. As the impacted eye is unspecified and patient was using a different device in each eye, please refer to linked manufacturer report (B)(6) 2640128-2023-00010 for associated incident report.